Manufacturer narrative:
During failure analysis, the reported event of the device running without user activation was confirmed. The device had a damaged o-ring on the needle valve. Damage to the o-ring can cause the needle valve to stick, keeping the device activated in safe mode.

Event description:
It was reported that the maestro drill with handswitch was running without user activation during service evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro drill with handswitch was running without user activation during service evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. H3 other text : device evaluation in progress